Manufacturer narrative:
(B)(4). Date sent: 3/10/2026. D4: batch # a97e73. Video analysis: this is an analysis of a video submitted for evaluation. During the visual analysis, the following was observed: the video shows an echelon 3000 device. It shows the user removing the firing trigger lock and pressing the firing trigger. The device then emits an audible sound indicating that the closure trigger and the jaws are locked and that the blade will automatically return to its initial position. Based on the video the event described could not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device batch number a97e73, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/25/2025. D4: batch#: unk. Additional information was requested, and the following was obtained: a laparoscopic liver resection was performed in a patient with a cirrhotic liver. They used the echelon 3000 to staple the vascular bed of the liver. A white reload was used for every staple line. The first 2 reloads were fired but for the third reload it was not possible to fire the stapler. The liver tissue was thick due to the cirrhosis and therefore, it was not possible as well to close the stapler and hear the click for the second reload that they fired. Since the stapler didn't click it was not possible to fire (and re-open!) The stapler. But the stapler slipped a bit back off the tissue, which enables the stapler to click and fire. After this successful firing of the first 2 reloads, they tempted to fire the third reload. The stapler was closed and the required click was heard. Pressing the firing knob, a strange sound was heard (see video attached in the complaint registration) and the knife went back to the home position without firing and staple formation. They used a new reload, repositioned the stapler in such a way less tissue present in the jaws, placed it more superficial, opened the liver capsula more, but still it was not possible to fire. It was not an option to make the liver bed thinner by an additional dissection since the vasculature was already visible. Using the thunderbeat for the resection was also impossible due to the presence of staples in and on the tissue. Even on a thin piece of paper it was not possible to fire the stapler and the strange motor sound appeared (sounds comparable to a safety lockout). This demo firing on a small piece of paper is shown in the attached video. Therefore, no other option was left then opening a new echelon 3000, including a new white reload. Again, the first reload was successfully fired but this was not the case for the second reload. The amount of tissue they captured with this second stapler was less compared with the first stapler and therefore, have no clue why the second stapler failed to form the staple line as well. Since also this stapler failed to complete the procedure, they unpacked an endo gia. With that device they were able to staple the liver tissue. This complaint was unexpected since they normally prefer the echelon 3000 due to its exceptional compression and staple formation of thick tissue over the endo gia. They have never experienced such a complaint of the echelon 3000 before and therefore, were disappointed on its performance. The staplers are available for analysis including a few reloads.¿ the video upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot/batch number: a97e73, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic liver resection procedure, they were able to fire the device once, and then it stopped. They unpacked a new stapler to finish the procedure. There was a delay of 10 minutes to complete the procedure successfully. There was no patient consequence reported. No additional information provided.